Event description:
The affiliate reported the customer alleged cellular interference and nrbc flags on patient samples involving the coulter lh 780 hematology analyzer. It is unknown if erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer bleached the aperture and cleaned the aperture bath with a camel-hair brush and noted protein build-up on the apertures. The new reagent lot requested by the customer was not used since cleaning the aperture bath resolved the issue; the cellular interference and nrbc flagging did not reoccur. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone.